Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.